Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30399553m number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2020-01175 for (B)(4) (thermocool® smart touch® sf bi-directional navigation catheter). MFR # 2029046-2020-01176 for (b)4) (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a male patient (111 kg) with history of coronary artery disease, hypertension, chronic obstructive pulmonary disease, atrial fibrillation and dyslipidemia, underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed st segment elevation requiring heart catheterization. A carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was also used during the procedure and had a hemostatic valve separation issue. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was displaced to where it could be seen in the clear hub portion when the dilator was removed from the sheath causing excessive back bleeding from the patient. The physician had to keep his finger over the end to stop blood free flowing from valve body. No medical/surgical intervention was required. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as a serious patient event and only MDR reportable as a product malfunction. It was then that after cavotricuspid isthmus (cti) line and after the right-sided ablation with a thermocool® smart touch® sf bi-directional navigation catheter was completed, the physician moved the catheter to the left atrium (la). When the physician flushed the ablation catheter, the smartablate remote alarmed (unknown error) and the physician stated that the smartablate¿ irrigation tubing set was leaking. The caller stated that an air embolism was suspected and was believed the tubing stopcock was turned the wrong way, though the physician believed the tubing was leaking. The patient then displayed st elevation and a heart catheterization was performed and found normal. After heart catheterization, the smartablate tubing was replaced, and the ablation was continued. The case was completed without further consequence. It is unknown if extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was device related. It has been determined that given that a cardiac catheterization was performed to assess the patient condition, this event it is to be conservatively reported as a serious adverse event. The air embolism will not be considered to be MDR reportable since it was only suspected but was not confirmed.

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for analysis. The product investigation was subsequently completed. It was reported that a male patient (111 kg) with history of coronary artery disease, hypertension, chronic obstructive pulmonary disease, atrial fibrillation and dyslipidemia, underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed st segment elevation requiring heart catheterization. A carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was also used during the procedure and had a hemostatic valve separation issue. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was displaced to where it could be seen in the clear hub portion when the dilator was removed from the sheath causing excessive back bleeding from the patient. The physician had to keep his finger over the end to stop blood free flowing from valve body. No medical/surgical intervention was required. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter pass all the specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)